Event description:
Extreme swelling and inflammation, burning pains, shooting pains, reduced mobility (no mobility), needed to have implant removed. This implant was used to treat hallux risidus was supposed to eliminate pain and increase mobility in my joint. Post op - I had zero mobility 11 months later. Still had swelling issues and burning and shooting pains 11 months later. Could not wear normal shoes and was unable to work. Prolonged inflammation, swelling, and pain.